Event description:
Home peritoneal dialysis pt called tech support because her effluent was not clear during pause treatment on the cycler. Pt denied fever or abdominal pain. Pt was unable to start antibiotics from a "home kit" because the medications had expired. Pt conducted another manual exchange. Pt reported effluent was very clear and was advised to closely monitor effluent clarity. The next day pt was admitted to the hospital for peritonitis.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel, therefore, the failure mode cannot be confirmed or replicated in field testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Per the fmc pharmacovigilance physician: the event of peritonitis is unlikely related to the liberty cycler machine. There is no evidence of product malfunction or any fluid leaks. Peritonitis in a pt undergoing peritoneal dialysis is most often due to contamination with pathogenic skin bacteria resulting from touch contamination or catheter related infection. There were no reports of a catheter infection. The pt was treated with antibiotics. Currently the pt is doing well and continues treatment using the same cycler. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.